Event description:
It was reported that the trial patient was given ¿3¿ and ¿4¿ on the external neurostimulator (ens) but that ¿4¿ did not work so they only used ¿3¿. The patient thought that they may have pulled the lead out and did not feel the stimulation on ¿4¿. It was noted that the trial began on (B)(6) 2013. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported the patient's trial was very successful and program 4 during the trial did not work but when they switched to program 1 they had great results. It was stated the lead had not been displaced. Reportedly, the patient had been getting great therapeutic effects since implant and was very happy with the system thus far.